Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Model 1420, serial number: (B)(4), expiration date: 2018-08-31, UDI: (B)(4). Device available for evaluation. Returned to MFR: 10-jan-2020. Mfg date: 2017-08-31. Not labeled for single device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a power disconnect alarm and was unable to connect a power source due to bent pins on the controller. The patient exchanged the controller and a few weeks later the patient reported more power disconnect alarms. The patient contacted the clinic and was instructed to come in for a controller exchange and re-education of connections. The second controller also had bent pins in the power port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the first controller revealed bent pins in power port 1 of the controller. The bent pins did not allow a power source to properly connect to a controller resulting in power disconnect alarms. Additionally, it was also revealed that the serial data port had bent pins on controller. The bent pins did not allow a data cable to properly connect to a controller. Additionally, contamination was observed in power port 1. The bent pins in the serial port and contamination on power port 1 are additional observations not related to the reported event. Log file analysis pertaining to the controller revealed that only power source 2 was connected during the last recorded data point. Failure analysis of the second controller revealed bent pins in power port 1 and 2 of the controller. The bent pins did not allow a power source to properly connect to a controller resulting in power disconnect alarms. Additionally, contamination was observed on power port 1 and 2 of the controller. The observed contamination is an additional observation not related to the reported event. Log file analysis pertaining to the second controller revealed that only one power source was connected during the last recorded data point. As a result, the reported events were confirmed. The most likely root cause of the observed contamination can be attributed to the handling of the devices. The most likely root cause of the bent pins on the serial port can be attributed to a misalignment between the serial port and data cable. The most likely root cause of the reported power ports with bent pins can be attributed to a misalignment between the power port and power source output connector, resulting in power disconnect alarms. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 serial number: (B)(6) h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3243, 331 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.